Event description:
It was reported by the patient that post implant a realize band, she was experiencing abdominal pain on the left side, only during normal work and home activities. She sought the doctor's help and referenced the pain. The doctor discovered that the port was rubbing against the rib cage and also discovered broken tubing near the ports connection. The doctor scheduled exploratory surgery and replaced the port and tubing during this surgery on (B)(6), 2011. The patient reports being back to normal activities.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.